Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) is suspected to be depleting faster than expected, the battery life has decreased from 40% during the previous check to 15% after six months. Boston scientific technical services (ts) confirmed the premature battery depletion (pbd) and was requested to inform how long the remaining battery life is. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) is suspected to be depleting faster than expected, the battery life has decreased from 40% during the previous check to 15% after six months. Boston scientific technical services (ts) confirmed the premature battery depletion (pbd). The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) is suspected to be depleting faster than expected, the battery life has decreased from 40% during the previous check to 15% after six months. Boston scientific technical services (ts) confirmed the premature battery depletion (pbd). The device was explanted and successfully replaced.